Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio observed that the internal hybrid layer capacitor (hlc) batteries had depleted. Although the hlc batteries had depleted, the device would still power on, charge and provide defibrillation energy when prompted during testing. The cause of what led to the hlc batteries becoming depleted, could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that the attention and service wrench icons were present on their device. They replaced the charge-pak and the device still displayed the service wrench icon. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the internal hybrid layer capacitor (hlc) batteries had been depleted to "0". With depleted hlc batteries, the device may not have sufficient power to provide effective defibrillation energy, if needed.